Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and because the phenomenon was not duplicated during device evaluation, the root cause of the phenomenon could not be identified. It is likely that abnormality occurred on cpu work and caused the e224 error. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information obtained from the customer.

Event description:
The customer confirmed the reported event (error code e224) occurred during a therapeutic procedure and there was no delay to the procedure. The patient was under general anesthesia. There was no patient harm or consequence reported as a result of the event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. Additional information has been requested regarding this event. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, an e224 camera head communication error code was received when using the visera 4k uhd camera control unit. It was reported that there was an image, but other functions did not work. The issue was found during a procedure. The power switch was cycled and the procedure was completed using the same device. There were no reports of patient harm.